Event description:
It was reported that the customer's insulin pump alarmed. The customer's blood glucose was 13.5mmol/l. On (B)(6) 2013 14:07:37 batch user (batch) (B)(4); complaint: (B)(4). Complaint status: in process. (B)(4). (B)(6) called in stating that he was having an issue with his new pump and wanted to revert back to his old pump as a back up plan. Customer had a bg of 13.5 mmol. Customer states that he received an a21 alarm when he placed the battery in the old pump. "Customer was explained the alarm and advised on how to clear the alarm." Customer stated that he did not have his book with hi..."

Manufacturer narrative:
Customer did rewind and prime his pump with the set he was using from the new set and set the time and date in his pump. Customer is waiting for the tubing clamp to finish testing on the new pump and was uncomfortable wearing the new pump, he had a feeling it was not delivery the required amount of insulin. (B)(6). (B)(4).